Event description:
Customer called on (B)(6) 2011 reporting of a blood/waste leak at the cassette/probe area of approximately 10ml inside the sample access module (sam) of a unicel dxh 800 coulter cellular analysis system. Customer was wearing proper personal protective equipment at the time of the leak and no one was exposed or injured as a result of the leak. Customer also reported there was no change to patient treatment and patient results were not affected. Field service engineer (fse) was dispatched and found the nrbc mix chamber plugged at the drain port. Fse proceeded to replace the nrbc mix chamber and repair was verified per established procedures.

Manufacturer narrative:
Evaluation- results: root cause was a plugged drain port on the nrbc mix chamber. Nrbc mix chamber was replaced. Bec identifier for this report is (B)(4).